Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis with a blood glucose level of over 600 mg/dl. The customer stated that their insulin pump does not deliver insulin when there are 20 units or less in the reservoir. The customer stated that this issue has occurred in the past seven times in the last three years. The customer experienced diabetic ketoacidosis three times and has been hospitalized once in the past three years. The customer did not provide information on the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.